Event description:
Information received from the field does not address the patient's clinical status but notes that in the bipolar configuration capture was not possible and the lead impe- dance was about 2269 ohms. The bipolar sensing thresholds were appropriate. Due to the patient postponing replace- ment, the device was programmed to the unipolar configuration. The patient will be monitored.